Manufacturer narrative:
Follow-up #1: date of submission 10/18/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/02/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged power issue was verified in the black box but not duplicated in the evaluation. Review of black box history found records of unexplainable power-on-reset. No damages were found with the battery cap or compartment. Using the returned caps, the pump powered up with auditory and vibratory features. No tactile issues were found with the keypad buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any power issues. Pump casing was opened and there was no evidence of moisture intrusion or intermittent conditions found inside the pump. Unrelated to the complaint, the bolus button cover was found to be torn and a bolus button leak was found in a leak test. The bolus button responded properly to presses and no evidence of moisture intrusion or corrosion was found with the button assembly. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump would not start after bath and moisture was observed inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.